Event description:
It was further reported that the cardiac resynchronization therapy defibrillator (crt-d) was changed out, no related to the svc coil issue, and existing right ventricular (rv) lead was attached. There was further high impedance and the superior vena cava (svc) coil was turned off. The lead remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the superior vena cava defibrillation coil was variable. Concomitant medical products: 5076-52 lead implanted: (B)(6) 2011; 4296-88 lead implanted: (B)(6) 2011.

Event description:
It was reported that the svc coil impedance was high and varying on the right ventricular lead. The svc coil was suspected to have a possible fracture. The svc coil was programmed off and the lead remains in use. No patient complications have been reported as a result of this event.